Event description:
Additional information received noting that the reason for the revision was due to pain. The pain had been occurring at the vns site for 2-3 months and the patient's settings were lowered but this did not help the pain. The cause of the pain is unknown as the patient reports it is spontaneous and the revision is for patient comfort only.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled for a vns revision to "anchors in the left neck" but no further details were provided. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that surgical intervention is no longer planned as the patient's pain has significantly decreased and is no longer bothersome to her anymore.